Manufacturer narrative:
The device was used for treatment. The device was not returned . The adaptor was implanted for 2 months 21 day before being explanted on (B)(6) 2020 due to infection. The investigation was focus on the documentation review. The device history records were reviewed to confirm that the devices passed all applicable in process and final inspections. There was no product performance issue reported. As per IFU, infection is listed as possible complications of the device. As with the introduction of any foreign object into the body, an infection might result. Removal of the device may be required. No further investigation required. Based on the investigation, a CAPA is not required as there was no issue reported for the device performance or quality. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. No further follow-up is required. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
It was reported that lead adaptors were explanted because of right ventricular lead infection. There was no known issue with adaptor reported. The patient's implant site is well healed with swelling that has improved. There are no signs of infection. The groin access site has no bruising with good pulse. No additional information is available.